Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Evaluation summary: analysis confirmed the field experience of a hardware (hwvvi) reset. The reset was a power on reset (por) which occurred on 12/11/2004. When tested in the laboratory, the device's battery voltage was found to be unexpectedly low. The root cause of the hwvvi is due to latch-up of the static random access memory (sram) chip caused by exposure to background levels of atmospheric ionizing cosmic radiation. The sram latch-up triggered a high current drain condition, which then depleted the battery.